Manufacturer narrative:
Unit passed displacement test and selftest. Pump error 23 was not confirmed during testing. Communication between pump and transmitter functioned properly during testing. Pump error 23 alarmed on (B)(6) 2025 23:32:04.000. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay, battery tube threads - cracked, cracked battery tube area, and scratched case. No sensor connected alert and pump error 23 were not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between pump and the transmitter as sensor connected alert did not appear and also received pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884l, mmt-7040a. Troubleshooting was performed and the customer was able to clear error and complete rewind process. The pump was not recently placed in storage mode or without a battery for greater than 8 hours. The error has occurred more than once after a battery change. It was also confirmed that the customer was assisted with pairing the transmitter to the pump. No harm requiring medical interventions were reported. The customer will discontinue the use of the pump. The product mmt-1884l will be returned for analysis. No product return is required for mmt-7841zn, mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.